Event description:
Pca pump does not alarm when either the bag is not completely spiked, or the tubing is caught in the door, occluding the medication flow. These pumps read and document incorrectly that the pt is receiving the medications, and these are controlled substances (narcotics).